Event description:
During an angioplasty procedure of the right superficial femoral artery (sfa), this balloon was unable to be inflated when pressure was applied. There was no patient information available. The target was a diffuse 8cm lesion. The physician accessed the left femoral artery. A 6fr. Sheath was inserted. The physician had no difficulty going over the bifurcation with a guidewire to access the lesion in the right sfa. After properly inspecting and prepping the device, the balloon was advanced and placed at the lesion. When the physician applied pressure to the balloon, he noticed that the balloon would not inflate. He immediately removed the balloon from the patient, and another optapro balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.